Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55, implantable tachy lead, (B)(6) 2013; 559445, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the device detected atrial fibrillation and rapid ventricular response as ventricular fibrillation and supra ventricular tachycardia. The device then delivered therapy to the patient inappropriately. The device remains in use. No patient complications have been reported as a result of this event.